Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jul-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, air bubbles were observed inside of the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or bubbes were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Bubbles in the gel can be originated with changes in pressure and temperature, which can affect volume. The shell wall is permeable to air. Therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with two 300cc mentor memorygel breast implant prostheses and experienced bilateral breast asymmetry postoperatively. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2021. Upon explantation, bubbles were observed in both explanted devices. Having bubbles (post-implant) inside of a breast implant is a cosmetic issue. An air bubbles issue is not the primary reason for explantation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This report is for the left-prosthesis.